Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia and an umbilical hernia. It was reported that after implant, the patient experienced recurrence and abdominal pain. Post-operative patient treatment included revision surgery and hernia repair with new mesh.